Manufacturer narrative:
A cracked reservoir tube lip and minor scratches on the display window were noted during the visual inspection. The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 101 mg/dl. Customer stated that he was mowing and might have gotten sweat on the insulin pump. Customer was advised that the pump will need to be replaced. No additional information provided.